Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The shaft on the hub of the delivery catheter was spiral slit. The mechanical operation of the catheter shaft was kinked/buckled. The shaft of the delivery catheter was spiral slit. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the delivery catheter was returned without the dilator. Slitting had start on the centerline on the hub of the delivery catheter. Slitting had terminated at 8 cm on the shaft of the delivery catheter. The shaft of the delivery catheter was kink/buckled at 27.2 centimeters. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, while slitting, the left ventricular (lv) lead dislodged. There was questionable damage to the lead as it popped out of the catheter and had caught up in a kink in the catheter. The physician was able to successfully place a new lv lead with a new slitter and new catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 6232adj (lot: 46128424); product type: 0283-slitter; implant date n/a; explant date n/a. Product ID: 383069 (lff0060920); product type: 0270-lead-lv-pace; implant date (B)(6) 2025; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.